Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, strong resistance was experienced while attempting to advance the ruby coil lp from its returned position within the introducer sheath, and the coil could not advance at all. Further evaluation revealed pusher assembly bends on its proximal end and near the mid-joint, and dried blood was within the introducer sheath. The pusher assembly bends near the mid-joint may have been a result of forceful advancement against resistance. The additional bends and the blood within the introducer sheath may be incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00010.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00010.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coil lps. During the procedure, two ruby coil lps would not advance out of the introducer sheaths and their pusher assemblies were unable to be moved. Therefore, the ruby coil lps were removed. The procedure was completed using two non-penumbra coils. There was no report of an adverse effect to the patient.